Manufacturer narrative:
Investigation found the air gas module faulty and not delivering any gas. Components (diodes d1 and d11, transistors t1 and t2) on the printed circuit board pc1740 within the gas module, which controls the inspiratory solenoid, had been overheated. The transistor t2 on the same printed circuit board had short circuited. When t2 gets short circuited the inspiratory solenoid in the module does not receive current which in turn leaves the nozzle unit in a closed state and no gas delivers from the module which in turn leads to that the safety valve opens and no flow is received. The cause of the short-circuiting of t2 and the overheating of the other components has not been determined.